Event description:
Eds iii system occluded 3 times. A new eds iii was connected to the ventricular catheter and drainage continued each of the 3 times. Pt was admitted, due to an infection with his periotoneal catheter that resulted in shunt malfunction. Csf culture was negative for bacteria.